Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (63 mg/dl). Reportedly, the customer believes the bg meter being used gave an inaccurate reading, and the customer subsequently over delivered with the pump. The customer delivered a bolus based off the inaccurate reading. Customer ate a protein bar and banana to address low bg levels.